Event description:
Same case as MFR. Report # 3005099803-2009-00522 it was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a balloon burst and shaft damage occurred. The location of the stones is unknown. A 450cm hydra jag guide wire was placed. The extractor rx 12mm x 15mm retrieval balloon was advanced to the duct and inflated "normally" to unspecified atms. Upon an unspecified sweep of the duct, the balloon burst while "trawling" a gallstone through the bile duct. The device was removed and another of the same device was used to successfully complete the procedure. Upon inspection of the balloon catheter, it was noted that the guide wire appeared to be exiting the balloon catheter slightly lower than usual and a puncture hole near the balloon was noted. No patient injuries or complications were reported. The patient's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.